Event description:
On (B)(6) 2011 customer reported that they observed a leak that appeared to be diluent at the secondary probe of the lh500 instrument. Customer was performing startup at the time of the event and no patient samples were affected, and no injuries were reported. Field service engineer (fse) examined the instrument and found the blood sampling valve (bsv) probe was bent. Fse resolved the issue by replacing the probe. Repair was verified per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).